Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR : 19jun2019 the manufacturer¿s field ser.vice engineer (fse) reports the unit was not vent inop, the person calling it in just saw the red tag attached to it and called it in as inop. The manufacturer¿s field service engineer (fse) quoted the backup battery replacement to the customer and resent that quote asking for a purchase order to make the repair since the backup battery is not covered by service contract in place. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported vent inop. It is unknown if the unit was in use on patient. No patient harm was reported.